Manufacturer narrative:
(B)(4). Lead: model 3777-75, serial# (B)(4), implanted: 2010 (B)(6), explanted: na; lead: model 3777-75, serial# (B)(4), implanted: 2010 (B)(6), explanted: na; programmer: model 37743, serial# (B)(4).

Event description:
It was reported that the patient had an EKG performed on (B)(6) 2012. The EKG was done with the patient's spinal cord stimulator therapy turned on. The patient stated that she was told she had a heart attack on (B)(6), but did not specify when the heart attack occurred. Following the EKG, the patient experienced a burning sensation when stimulation was turned on, but it was noted that the patient had experienced the burning sensation prior to the EKG as well. The patient experienced migraines, sleep apnea, and narcolepsy, and had needed a brain MRI a couple of months ago. The patient stated that the stimulator wasn't cutting the pain, and the patient had several reprogramming done, but the settings would only work for about 1-2 hours. The patient stated that if she turned the stimulation up she experienced "tasing". The patient also experienced chills, and did not know if it was her heart or the stimulation. It was noted that the patient had an appointment with her hcp scheduled for may 3rd. Additional information has been requested, but was not available as of the date of this report.